Event description:
The customer stated she tested her blood glucose and received a reading of 458 mg/dl. She retested within 10 minutes and received a reading of 210 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. A check strip and control solution are being sent to the customer, and no product will be returned at this time.

Manufacturer narrative:
This complaint was not made a potential until more information was obtained from the customer, so it will be submitted past the 30 day window.